Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results on (B)(4) patient samples and a falsely depressed loci high-sensitivity troponin I (tnih) result on a patient sample were obtained on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat result for tnih recovered higher than the initial result and closely aligned with the result from the prior patient draw. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results on (B)(4) patient samples and a falsely depressed loci high-sensitivity troponin I (tnih) result on a patient sample were obtained on a dimension exl with lm integrated chemistry system. Calibration and quality control (qc) were valid before the erroneous results were obtained. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, cleaned up debris buildup on heterogeneous module (hm) wash probes, replaced reagent 2 (r2) flush syringe, performed successful system check and qc. Siemens reviewed the event and noted that during the system check, the system did not pass for hm wash and the sample probe. Siemens further evaluated the event and determined that a dirty hm wash probe and a malfunctioned syringe potentially contributed to this event. The instrument is performing according to specifications. No further evaluation is required.